Manufacturer narrative:
This product has not been received for evaluation, therefore the problem cannot be confirmed. Additional part used: glidescope avl monitor; catalog: 0570-0314; sn: (B)(4).

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 1-2, the device was having intermittent display issues. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.